Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their health care practitioner (hcp) and was diagnosed with a infection. For treatment, the patient was told to apply a antibiotic ointment called gentamicin. The patient reported that there was leakage from the infected area. The patient was discharged after 2 hours.